Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the distal clevis hub. There was no damage found at the clevis. 48 - failure analysis investigation also found the following damages: the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci low anterior resection surgical procedure, a surgeon complained that the wire was not working well on the fenestrated bipolar forceps instrument. When the instrument was checked, it was identified that one of the wires had loosened and the wire had been worn off. One or two of the wires that were worn seemed to be broken. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.